Event description:
Brand: covidien product: monoject 0.9% sodium chloride flush syringe (10ml) problem: after purging air from this syringe the plunger is noted to autonomously retract backwards drawing air back into the syringe. When used to prime IV tubing prior to starting a piv, the plunger is noted to retract far enough to draw air all the way back through the short IV extension tubing as well as into the syringe.